Manufacturer narrative:
The pump passed the displacement, operating currents, self test, off no power and unexpected restart error tests. However, the pump gave a compromised force sensor system alarm during the basic occlusion and prime test due to a loose/protruded drive support disk. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was not provided. Insulin pump will be replaced.